Manufacturer narrative:
Additional, changed, and/or corrected data: d1; d2a; d2b; d4; g4.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "the breast is hard and deformed". A change in the color of the device was observed during surgery. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "the breast is hard and deformed". A change in the color of the device was observed during surgery. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.